Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that the pump was not powering on after multiple battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box shows rebooting had occurred. There was no physical damage observed to the battery compartment. The battery cap was not returned with the pump for investigation. A test cap was used to complete investigation. The test cap fully tightens to the pump with no yellow o-ring showing. The pump powered on appropriately with functional auditory and vibratory features. The pump was exercised for 24 hours with no power issues occurred. The pump cover was removed and there was no damage observed to the power circuit. The complaint could not be duplicated on investigation.